Event description:
It was reported that the cuff of the tube was adhering to the patient's airway and could not be removed using conventional extubation techniques. The issue was noticed because the ventilator alarmed, due to the endotracheal tube not sealing. The exact amount of pressure used to inflate the cuff is unknown, but they use a minimal leak technique to inflate. The hilo evac endotracheal tube was removed surgically and reviewed internally. The pulmonologist found that the patient with the hilo evac endotracheal tube had airway edema and, the pulmonologist concluded that the hilo evac endotracheal tube was not the cause nor was it compromised. The reporter stated that he believed the size of the endotracheal tube placed was a size larger than should have been. The tube was pre-tested before use.

Manufacturer narrative:
The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.